Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during aneurysm coiling embolization, only a portion of the coil could exit from the microcatheter and into the aneurysm. The physician was unable to advance or retract the coil and during an attempt to remove it, the coil broke. The proximal section of the coil was inside the microcatheter and the distal segment was inside the aneurysm. The physician used a gooseneck snare device "to catch the coil inside the microcatheter" and cut the microcatheter to remove the coil and then remove the microcatheter from the patient's body. The physician continue the procedure with another coil and microcatheter. There was no reported clinical consequences to the patient due to this event.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the device revealed that the main coil was prematurely detached/separated via a physical break from the delivery wire thus confirming the reported issue. The delivery wire was found kinked/bent likely due to handling during use. Functional testing of the device could not be performed due to its returned condition. Information available indicated that the device was confirmed to be in good condition prior to use and that continuous flush was not maintained. As per the dfu "in order to achieve optimal performance of the target detachable coil system and to reduce the risk of thromboembolic complications, it is critical that a continuous infusion of appropriate flush solution be maintained between: the femoral sheath and guiding catheter; the 2-tip microcatheter and guiding catheters and; the 2-tip microcatheter and stryker neurovascular guidewire and delivery wire. Continuous flush also reduces the potential for thrombus formation on, and crystallization of infusate around, the detachment zone of the target detachable coil". It is likely that insufficient flush contributed to the coil separating and/or breaking off from the delivery wire. Therefore, an assignable cause of use error was assigned to this as reported and confirmed break.

Event description:
It was reported that during aneurysm coiling embolization, only a portion of the coil could exit from the microcatheter and into the aneurysm. The physician was unable to advance or retract the coil and during an attempt to remove it, the coil broke. The proximal section of the coil was inside the microcatheter and the distal segment was inside the aneurysm. The physician used a gooseneck snare device "to catch the coil inside the microcatheter" and cut the microcatheter to remove the coil and then remove the microcatheter from the patient's body. The physician continue the procedure with another coil and microcatheter. There was no reported clinical consequences to the patient due to this event.